Event description:
Healthcare professional reported that a hemochron signature elite and pt/inr system reported results lower than expected. A (B)(6) male was receiving warfarin for anticoagulation of an unspecified condition. Target inr range was 2.0 to 3.0. On clinic follow-up on (B)(6) 2015, a fingerstick inr was reported as 1.2, which was lower than expected. Repeat fingerstick infr was tested on a different hemochron signature elite instrument with the same lot number of reagent cuvette reported a result of 2.4, which was as expected. The warfarin dosage was not changed as decision was based on the second inr result. No bleeding, complications or other adverse events were reported. Storage and handling of reagent cuvettes were consistent with product labeling. Instrument malfunction was suspected and the instrument was returned to itc on 04/14/2015 for evaluation.

Manufacturer narrative:
This MDR submitted on 4/17/2015 references itc (B)(4). The lot number of the j201 pt reagent cuvette used for patient testing is m4jpt084 and is referenced by itc (B)(4). There were no ncrs, anomalies or history of repair to the instrument. No current trends, or CAPA related to the cuvette lot used for testing. Itc has requested all data required for form 3500a.